Event description:
Boston scientific received information that last year, this patient reported feeling lightheaded, dizzy, faint and short of breath. At that time, the left ventricular (lv) lead exhibited high capture thresholds with loss of capture at times. Also, the patient's bi-ventricular pacing percentage was lower than desired due to the length of the av delay that had been previously programmed. Programming optimization was done and the patient reported feeling better. Approximately one year later, lv capture thresholds remained elevated at 5.5 v at 1 ms and loss of capture was noted. Subsequently, a lead revision procedure was performed. Upon opening the pocket, it was determined that this lv lead was not completely inserted into the header. The lead connection was corrected and the capture thresholds improved, and lv outputs were programmed to 3.5 v at 1 ms and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.